Event description:
The following information was provided: "this is for case 3 of 3. Surgeon is requesting service due to all inclination and version values were reading incorrectly for all 3 cases today. Currently only known for left side cases. Pre-surgery was green, changed angle of the arm, and rotate arm."